Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy electrode. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed cortisone 10 cream for the irritation. Follow up indicated that the patient temporarily removed the lifevest and the cream is helping with the skin irritation.